Manufacturer narrative:
Stenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. Per the IFU: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with CABG surgery.

Event description:
Reporting status: serious injury/ surgical intervention/ permanent damage. Reporting rationale: angina/restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was performed in 2008. Predilatation was performed prior to stenting a xience v in the ostial right coronary artery (rca). A second xience v stent was implanted in the mid left anterior descending (lad). No procedural complications were noted. The following month, a 3.5x18mm promus stent was placed in the restenosed xience located in the ostial rca. In 2009, the pt was rehospitalized with chest pain. The pt was out of state when the symptoms began. A coronary angiography was performed and instent restenosis was noted in the 3.5 x 18mm promus stent that was previously placed inside a xience v stent to treat restenosis. The pt underwent a coronary bypass to the rca for treatment. Coronary bypass was also performed on the lad because of the progression of the disease in this vessel and is not related to the xience v stent implanted in this vessel. No add'l event or pt info is available.